Manufacturer narrative:
(B)(4). Concomitant medical products: persona articular surface fixed bearing cr cat# 42512000510, lot# 62720692; persona natural tibial trabecular fixed bearing cat# 42530007101, lot# 62657587. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:, 0001822565 - 2017 - 07893. Product location is unknown.

Event description:
It was reported that the patient underwent revision after initial knee arthroplasty due to pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the x-rays provided by private hcp indicates that left total knee arthroplasty with minimal lucency along the medial patellar component, nonspecific but possibly evidence of early loosening. Prominent heterotopic ossification is present along the medial patella in this region. No evidence for metallosis. Device history record was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to the patient conditions. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision after initial knee arthroplasty due to pain and nickel allergy. Attempts have been made and additional information on the reported event is unavailable.